Event description:
It was reported by the rep that the device ws used during a laparoscopic nissen fundoplication. It was reported during the procedure five, ten/eleven millimeter trocars were used. The two main working ports at the eleven o'clock and one o'clock positions leaked during the procedure. The inner gaskets were examined and were torn. Therefore, the two 511sd working ports had to be replaced. There was no consequence to the pt.